Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charged and will boot passed. Receiver download retrieved and attached. A pairing test was performed and passed. A review of the data log found no loss of connection on the incident date. The reported allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.